Manufacturer narrative:
The contact lens was not returned for inspection. The complaint is unconfirmed. The association between coopervision lenses and the incident is uncomfirmed.

Event description:
Coopervision received a "request for a vigilance report on a medical device" and the eye care practitioner (ecp) report from (B)(6) on (B)(6)-2014. The report regards an event that occurred on (B)(6)-2014 relating corneal wounds that resulted in "medication." There are no details regarding the extent of the corneal wound or medication prescribed. Additional information has been requested. The ecp report relates the likely cause to be lack of maintenance, handling errors and overuse of lenses. The chronology of events relate that the patient fell asleep with lenses on, woke up with pain in one eye, swelling and redness.